Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 30 to 43 mg/dl at the time of the incident. The customer was at 123 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer also received emergency medical assistance on (B)(6) 2019. The insulin pump will not be returned for analysis.